Event description:
This is related to MDR number 3011632150-2023-00037. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents, a 6.0 x 150mm stent (the subject of this report) was used to treat a denovo lesion of the superficial femoral artery (sfa) ostial to middle third segment and a 6.0 x 150mm stent was used to treat a denovo lesion in the sfa middle third to proximal popliteal artery in the right leg. A retrograde approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon. The treated segments were also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as possibly related to the device and not related to the procedure. It was reported as target lesion related. During a follow-up visit on (B)(6) 2022, duplex ultrasound (dus) showed a stenosis of the right proximal sfa. An angiogram on the (B)(6) 2022 showed high grade stenosis (80%) at the origin of the right sfa. There was also diffuse intimal hyperplasia throughout the sfa stents. The entire extent of the sfa stented region was treated with pta/standard balloon angioplasty along with pta and bare metal stenting of the proximal sfa just proximal to the previously placed bm3d stent. The procedure was completed with a good result. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the devices remain implanted.

Manufacturer narrative:
This is related to MDR number 3011632150-2023-00037. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.